Event description:
It was reported that a review of a non-sustained ventricular tachycardia (nsvt) episode in this cardiac resynchronization therapy defibrillator (crt-d) was requested. Technical services (ts) reviewed the event and determined that the device exhibited noise oversensing caused by electromagnetic interference (emi) during a medical procedure. This oversensing resulted in the device registering an nsvt episode, which subsequently led to pacing inhibition lasting more than two seconds. Ts provided reprogramming recommendations. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section h6 impact codes.

Event description:
It was reported that a review of a non-sustained ventricular tachycardia (nsvt) episode in this cardiac resynchronization therapy defibrillator (crt-d) was requested. Technical services (ts) reviewed the event and determined that the device exhibited noise oversensing caused by electromagnetic interference (emi) during a medical procedure. This oversensing resulted in the device registering an nsvt episode, which subsequently led to pacing inhibition lasting more than two seconds. Ts provided reprogramming recommendations. No adverse patient effects were reported. This crt-d remains in service.